Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis was able to confirm the reported observations. The device behavior was attributed to the gate oxide defect.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a hardware failure in addition to low out of range impedance measurements noted. No additional adverse patient effects were reported.